Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also reported a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery in history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform occlusion, unexpected restart test and excessive no delivery test due to motor error alarm during bolus delivery. The motor was tested outside the device and passed. The insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump was received with cracked battery tube lip.